Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. Customer replaced the battery and the customer received an error alarm. Customer's blood glucose reading at the time of the call was 269 mg/dl. No further info reported.